Event description:
During follow-up, noise resulting in oversensing and inappropriate therapy was observed on the right ventricular (rv) lead. Rv lead insulation damage was suspected as the cause for the event, although diagnostic imaging revealed no anomalies. Abbott technical support was contacted and confirmed the event. The event was resolved by explanting and replacing the rv lead. The patient was in stable condition.